Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the insert accessory is returned or if additional information is received. On (B)(4) 2011, isi contacted the risk manager at (B)(6) and she reported that the jaw of the harmonic ace insert accessory broke off and fell into the patient's abdomen. The broken piece was retrieved and an x-ray performed of the patient's abdomen revealed that there were no remaining pieces from the insert accessory. There was no harm, adverse outcome or injury to the patient. In addition, the patient has not returned to the hospital due to experiencing any post operative complications related to the reported event.

Event description:
On (B)(6) 2012, isi received uf/importer report (B)(4) (B)(6). The event details are provided below: during a robotic assisted laparoscopic myomectomy, the harmonic scalpel jaw broke inside the patient's abdomen. Post operative x-ray was done and showed no residual. No patient harm, adverse outcome or injury was reported.